Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre reader indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire and an electric shock from their adc device. Customer further reports thier device is too hot to hold. No further details are available at this time. It is unknow if fire, electric shock or if the device is too hot to hold during testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports fire and an electric shock from their adc device. Customer further reports thier device is too hot to hold. No further details are available at this time. It is unknow if fire, electric shock or if the device is too hot to hold during testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on (B)(4). Adc field action fa1005-2023 was issued to the us (B)(4).

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.